Manufacturer narrative:
H.6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that axis was out of alignment in the right eye during refractive surgery. The implantable collamer lenses was supposed to be inserted at four degrees was displayed one hundred thirty. Lens was inserted as is, but during the postoperative axis check, it was confirmed that the axis was out of alignment as expected. A second surgery was performed later the same day to correct the axis (implantable collamer lenses procedure).